Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's log files were submitted for analysis due to a system controller malfunction. The system controller was replaced in the clinic without incident. When the old system controller was removed from power, it shut down without needing to be put to sleep. Following review of the submitted log files, it appeared there were multiple low speed advisory, low speed hazard, and pump stop alarms on (B)(6) 2024. The patient was readmitted to the hospital on (B)(6) 2024 on unshielded cable or batteries. The events appeared to have occurred only when the ventricular assist device (vad) was connected to the power module. The patient had additional pump stop events on the new system controller on (B)(6) 2024 so they were moved off the unshielded cable and onto batteries. There appeared to be no further alarms when the patient was connected to the batteries. The patient had low speed events on (B)(6) 2024, while connected to the batteries. It was later reported the patient previously had a driveline repair (MFR # 2916596-2019-02763) in (B)(6) 2019 and uses an ungrounded patient cable at home. The site noted the patient was not a candidate for a pump exchange and there was not sufficient length available on the driveline to perform another repair. It was confirmed the patient was connected to an ungrounded cable while in the clinic. Following review of the driveline by tech services, it appeared the driveline had progressed to a phase to phase short. Photos were provided by the site, which tech services determined there was not enough room for another repair. It was then decided that the customer would want the pump explanted and returned for evaluation. The patient was a candidate for a heartmate ii to heartmate ii pump exchange as they were not a candidate for a complete heartmate ii to heartmate 3 replacement. The patient then underwent a subcostal heartmate ii pump replacement connection to their existing inflow and outflow cannulas on (B)(6) 2024. The patient was up walking on (B)(6) 2024 and had no events.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed events consistent with driveline damage; however, a specific cause for these events could not be conclusively determined through this evaluation as heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The submitted log file contained data from 18sep2024 through 27sep2024. Pump stops were captured at 01:55 on 26sep2024 and 06:32 on 27sep2024, while the patient was connected to the power module. These events were associated with low speed hazard, low flow hazard, and motor stopped alarms. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. It was reported the patient's log files were submitted for analysis due to a system controller malfunction. The system controller displayed a "yellow wrench alarm", which prompted the patient to call the hospital contact. Tech services reviewed the log files and observed low speed and pump stop events on 26sep2024 and 27sep2024. Additional low speed and pump stop events were reported on 27sep2024, 28sep2024 and 29sep2024. Following review of the driveline by tech services, it appeared the driveline had progressed to a phase to phase short. The patient previously had a driveline repair (cs-125715) in may2019, and it was determined there was not enough room for another repair. The patient then underwent a heartmate ii pump replacement connection to their existing inflow and outflow cannulas on 30sep2024. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvas support with no further related events reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.